Manufacturer narrative:
Procedural cine was provided the pigtail could be observed in the ncc and calcifications were noted in the leaflets. Three bavs were performed, for the first one, the wire was folded at the apex with a risk of ventricular perforation. The second one was performed too aortic. The third was correct but there was no contrast injection to understand the anatomy and the size of the valve. Slow inflation was observed with good valve deployment. The valve was noted to not be fully expanded, possibly due to oversizing. With the last injection performed it is possible to identify flow outside the lv and aorta. It was not possible to identify if the flow was coming from the lv or rcc/ncc.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the exact cause of the rupture is unknown but may be due to oversizing of the valve. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate, during a tf tavr case with a 29mm sapien 3 valve, an annular rupture occurred. The patient¿s native valve was a bicuspid type 1 with moderate calcification. The patient was hypotensive, and a pleural effusion was noted. Pericardial drainage was performed. The patient passed away. As per medical opinion, the cause of the annular rupture was due to oversizing of the valve.